Event description:
The customer reported consistently low tidal volumes. The nellcor puritian bennett service rep verified the low volume readings, inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.